Manufacturer narrative:
Brand name: the alleged disposable is an unknown prismaflex set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during unspecified process step with one unit of a prismaflex set, an external leak was observed from the dialysate pump. There was no patient injury or medical intervention associated with this event. No additional information is available.